Manufacturer narrative:
Customer contact reports no patient information is available.

Event description:
The hospital reported the unit shutdown and lost the ability to mechanically ventilate. There was no report of patient involvement.